Event description:
It was reported that the battery of this implanted cardioverter defibrillator (ICD) displayed code 1003, indicating premature battery depletion. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this ICD remains in service. No adverse patient effects were reported. Additional information received indicates that this ICD was explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implanted cardioverter defibrillator (ICD) displayed code 1003, indicating premature battery depletion. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this ICD remains in service. No adverse patient effects were reported.